Event description:
On july 7, 2008, merit determined that a product retrieval was required after investigation of one complaint revealed that a limited number of lots of coronary control syringes may be non sterile due to holes in the package. Please note that there was no pt involvement associated with the complaint because the defect was found by a distributor. There have been no reports of adverse health effects associated with this retrieval.

Manufacturer narrative:
Device eval: device eval in progress, but not yet complete. Conclusions - merit has discovered that a limited number of coronary control syringes may be non-sterile due to holes in the package. Use of the devices may result in pt infection and therefore represents a health risk. Investigation has been initiated but has not been completed. All subsequent investigation results will be submitted to the FDA in a follow-up MDR and in accordance with statutory product retrieval reporting requirements.